Event description:
It was reported that post implant, pacing thresholds had increased and extracardiac stimulation was noted at moderate output voltages. The lead was explanted.

Manufacturer narrative:
Na